Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2009 to treat pelvic organ prolapse. The patient continued to experience pain, erosion of her internal bodily tissue, and other injuries following the procedure, and was informed by surgeon on (B)(6) 2011 that the symptoms were related to the mesh. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a pelvic floor repair procedure and cystoscopy on (B)(6) 2009 to treat recurrent post-hysterectomy vaginal prolapse. During the procedure, a small amount of previously implanted mesh was removed. The patient continued to experience pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. The patient had additional surgeries on (B)(6) 2009 and on (B)(6) 2010 due to vaginal mesh erosion, and the mesh was removed. The patient was informed by the surgeon on (B)(6) 2011 that the symptoms were related to the mesh.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.